Event description:
It was reported that this female patient's right knee was revised due to the recall, liner was exchanged. Reason for revision us unknown. Patient was last known to be in stable condition following the event. Devices are not returning due to hipaa. N-rays are not available.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: d1: brand name, d4, d10, h4. D10 concomitant devices: (B)(6) 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 5041380 200-02-29 - three peg patella 29mm. (B)(6) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.